Manufacturer narrative:
(B)(6). (B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000ml exactamix eva tpn bags had leaked from the bottom edge. This event occurred before use of the device. The reporter stated the edge was not completely sealed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two devices were received for evaluation. During visual inspection, insufficient welding was observed at the bottom left weld points on both of the returned bags. Functional testing was performed and a leak was noted at the bottom left weld. The reported condition was verified; however, the cause of the condition could not be determined. The third bag was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.